Event description:
It was reported that caller observed small air bubbles and gaps in system tubing and patient line while using tandem mobi cartridge and pump. There was no adverse impact to the customer¿s blood glucose level. Caller confirmed use of room temperature insulin and air removal steps, noted champagne-sized bubbles with one slightly larger bubble, and contacted support while still experiencing issue; after priming and using fill tubing feature, larger bubbles and gaps no longer appeared, and caller successfully resumed insulin therapy with understanding of guidance provided.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.